Event description:
Customer called reporting a button in her insulin pump. Customer's blood glucose is 138 mg/dl. She said yesterday she was at a wedding and wore the device in a sweaty part of her body. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.